Event description:
It was reported the stimulation device was in a power on reset (por) mode. The patient had not used the stimulation or recharged the device for at least one month. An overdischarge was suspected. Dissatisfaction with the stimulation was the primary reason for overdischarge. The patient was going to be scheduled for a revision due to "the left lead in the lower back being out." Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).